Event description:
It was reported that the customer's insulin pump had a blank screen, a battery out limit alarm, and that the device scrolled up during insulin delivery without the customer touching the keypad. There was no significant event reported leading up to the alleged issues. It was reported that the customer's insulin pump had damage in the battery cap area. The customer was advised to discontinue use of the device, revert to a backup plan and to await a replacement device. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent act button response due to flattened and creased buttons dome switch. No unlocked lcd keypad connector noted. The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump had normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit, failed battery test alarms during our testing. The insulin passed self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected numbers ramping or scrolling, restart or reset time date anomaly noted during our testing. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, broken reservoir tube lip and scratched reservoir tube window.